Manufacturer narrative:
Depuy mitek to date has not yet rec'd the complaint device for eval. However, the reported failure mode of the device is consistent with failures produced in a laboratory environment by the application of excessive mechanical force. Although it is not conclusive we could not identify any other factors that would result in such a failure other than those mentioned in the instructions for use. The piece was not retrieved and no pt consequences were reported. It is possible that pt injury could potentially occur, and because of this potentiality, an MDR is being filed to document this event. When and if the complaint device is rec'd here at depuy mitek, it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause an additional follow-up report will be filed.

Event description:
A piece of the hook electrode came off when the device was exiting the knee. The piece was not found. There were no adverse effects to the pt reported.